Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted transcatheter aortic valve placement using the transcatheter aortic valve and the delivery catheter system (dcs), pre-dilatation was performed with a 23 mm true dilatation balloon. The valve annulus was reported to fit the valve size, the valve was loaded by a certified employee, and the valve check was reported as good. The valve was then placed on the annulus, and five placement attempts were made; however, the valve reportedly dislodged repeatedly into the ventricle and could not be positioned or maintained at the annulus. After physician consultation, the anatomy was reported as not conspicuous, and a decision was made to use a non-medtronic valve instead. No patient complications have been reported as a result of this event.